Manufacturer narrative:
The events of "capsular contracture" and "infection (unknown onset)" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; infection.

Event description:
Healthcare professional reported via lecture abstract "infection or capsular contracture" as the reason for silicone breast implant (sbi) removal in 13 patients. Healthcare professional also reported sbi removal due to "local recurrence of breast cancer" in 3 patients, which is not device-related. This record is for unknown side. Devices have been explanted.